Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead did not fix well and dislodged repeatedly. The lead was removed and replaced with a new lead from a different model. No patient complications have been reported as a result of this event.